Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors returned. Process evaluation was also performed based off the lot number provided. Tensile cracks were observed under the stereo microscope. It was determined there were no indications of material or manufacturing defects. The product device history records were also reviewed based on the lot numbers provided, and no anomalies were found . The results of the investigation have concluded the root cause for the device breaking was due to strain on the device which caused mechanical stress. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Patient made contact with a hard surface and distractor broke just proximal to ratchet body.